Event description:
A surgeon reports a patient complains about blurred vision following intraocular lens (iol) implant surgery. The patient's visual acuity is 0.7 (-20/30). The surgeon reporting this event is not the implanting surgeon. The association between this event and the iol is not known. Additional information has been requested.